Event description:
It was reported that the customer experienced multiple intermittent occlusion alarms. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer took insulin to address elevated bg. To resolve the past occlusions alarms, customer would change the pump supplies and resume insulin delivery.